Manufacturer narrative:
After battery installation, all keypad buttons did not respond to keypad presses due to moisture damage keypad connector and electrical board. Unable to perform displacement and self tests due to the keypad anomaly. Device had cracked battery tube threads, cracked case corner of belt clip rails. Device p-cap or test reservoir locks in place properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the intermittent response from buttons and on certain pages buttons work. Customer stated that insulin pump neither dropped or exposed to moisture. Customer also stated that reservoir compartment had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.